Manufacturer narrative:
The insulin reagent lot is 90689200, the ige reagent lot number is 87019600, and the pth reagent lot number is 87530100. The expiration dates were not provided. The calibration and qc recovery data prior to the event was within specification. The field service engineer (fse) found a leak at the prewash valve assembly and repaired it. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable results for multiple patient samples on a cobas 8000 e 801 module. The customer provided examples of discrepant results for 4 patient samples tested for elecsys insulin, elecsys pth, and elecsys ige ii. The customer stated that their moving average indicated an issue and was also having qc issues, which prompted them to repeat the patient samples. Sample 1 had an initial pth result of 8.26 pg/ml. The repeat result was 102 pg/ml. Sample 2 had an initial pth result of 11.8 pg/ml. The repeat result was 106 pg/ml. Sample 3 had an initial ige result of 182 iu/ml. The repeat result was 3510 iu/ml. Sample 4 had an initial insulin result of 0.7 uiu/ml. The repeat result was 7.33 uiu/ml. The repeat results were deemed correct.